Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to a power source to charge and the pump turned on. Additionally, it was reported that the wake button required multiple presses to activate the screen. The customer was able to access the pump features by connecting the pump to a power source. The customer's blood glucose level ranged from 54 to 500 mg/dl. Reportedly, the pump would continue to be used for insulin therapy.